Manufacturer narrative:
Concomitant medical products: addr01 ipg, (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had a dislodgement with no sensing and no pacing. It was noted that the rv lead was not working. The ra lead was capped and replaced. The rv lead is still in use. No patient complications have been reported as a result of this event.